Manufacturer narrative:
Zoll medical corporation has not receive the device for evaluation and the complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient. The device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.